Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hospitalization is related to the activ.a.c.¿ therapy. Kci has made multiple unsuccessful attempts to obtain additional clinical information (12-mar-2019, 28-mar-2019 faxed request, 02-apr-2019, and 04-apr-2019.) It is unknown if medical or surgical intervention was required or if the patient was admitted. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient: the patient is in the hospital allegedly due to the activ.a.c.¿ therapy not working, it will not "pump." No additional information is available. Per review of kci records, the patient was on activ.a.c.¿ therapy from (B)(6) 2019 to (B)(6) 2019 with no activ.a.c.¿ therapy holds and no documented calls made to kci for any technical issues. A device evaluation of the activ.a.c.¿ therapy system is pending completion.

Event description:
On 22-feb-2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On 06-may-2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hospitalization is related to the activ.a.c.¿ therapy.